Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection, the handle fired successfully 2 reloads, and 2 reloads did not fire and then the handle stopped entering firing mode. The reloads that worked didn't form proper staples. Doctor had to sew over the staple line. Incident caused a delay of 60 minutes and surgeon clamped down on tissue multiple times and said that with no firing, the tissue was "beat up". Surgeon replaced reload to complete the case.